Manufacturer narrative:
PMA/510(k) # p200023. This file was created from literature " cherfan et al, 2022," to capture off label use. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution all zilver vena devices are subjected to a visual inspection and functional inspection to ensure device integrity. Instructions for use and/label: it should be noted that the instructions for use (ifu0047) states the following: ¿the zilver vena venous stent is intended for use in the iliofemoral veins for the treatment of symptomatic venous outflow obstruction¿. There is evidence to suggest the user did not follow the IFU or label. As per medical advisor "as per ifu0047-5, the zilver vena is intended for use in the iliofemoral veins, thus I would think iliocaval vein is off-label use." Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use can be concluded based on the information provided. The information for use states that the device is intended for use in the iliofemoral veins however from the information provided the device was iliocaval vein , this is considered off label use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, placement of zilver vena in iliocaval vein. Confirmed quantity of 71 devices, confirmed used. According to the initial reporter, patients outcome was unknown. Investigation findings conclude that a definitive root cause of off label use can be concluded based on the information provided. Complaint is confirmed based on customer and/or rep testimony.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 31-jul-2023.

Event description:
Cherfan et al, 2022, stenting across inferior vena cava filters can be a safe and effective alternative to complex retrieval. Consecutive patients who had undergone iliocaval stenting at our institution from 2007 to 2020 were identified and divided into groups stratified by the presence of an ivc filter. The operative notes, venography findings, and the electronic health records were queried to obtain the operative details, patient characteristics, postoperative outcomes, stent patency, and survival outcomes. The primary end point was iliocaval stent patency. The patients were divided into two groups according to the presence of an ivc filter with or without overstenting. We used the c2 test and survival analysis as appropriate. This file captures the off label use as per ifu0047-5, the zilver vena is intended for use in the iliofemoral.

Manufacturer narrative:
PMA/510(k) # p200023. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.